Manufacturer narrative:
After further review the following field was corrected: imdrf annex a grid - medical device problem code: a0510 h3 other text : see h.10.

Event description:
It was reported that the protection device on the bd venflon¿ pro safety peripheral safety IV catheter was accidentally broken while removing the spindle during use. The following information was provided by the initial reporter, translated from italian: "use of venflon luer lock for peripheral venous access procedure. While the device was in place, the operator removed the spindle with subsequent breakage of the accidental puncture protection device. The device was left in place because it was usable despite the accident. One-minute procedure. Risk of accidental puncture for the operator involved. Accident occurred on 25/07/2023. Consequences: no consequences. Number of parts involved: 1".

Manufacturer narrative:
H.6. Investigation summary: no photos or samples were received by our quality team for evaluation therefore the failure mode could not be verified. A review of the internal manufacturing device records and raw material history files for the reported lot numbers was performed and no recorded quality problems or rejections to this incident were found. Based on the quality team's investigation, the root cause of this incident cannot be determined. Examination of the product involved may provide clarification as to the cause for the reported failure. Complaints received for this product and condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that the protection device on the bd venflon¿ pro safety peripheral safety IV catheter was accidentally broken while removing the spindle during use. The following information was provided by the initial reporter, translated from italian: "use of venflon luer lock for peripheral venous access procedure. While the device was in place, the operator removed the spindle with subsequent breakage of the accidental puncture protection device. The device was left in place because it was usable despite the accident. One-minute procedure. Risk of accidental puncture for the operator involved. Accident occurred on 25/07/2023 consequences: no consequences number of parts involved: 1."

Manufacturer narrative:
The patient¿s age was used to determine a placeholder date for this field. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the protection device on the bd venflon¿ pro safety peripheral safety IV catheter was accidentally broken while removing the spindle during use. The following information was provided by the initial reporter, translated from italian: "use of venflon luer lock for peripheral venous access procedure. While the device was in place, the operator removed the spindle with subsequent breakage of the accidental puncture protection device. The device was left in place because it was usable despite the accident. One-minute procedure. Risk of accidental puncture for the operator involved. Accident occurred on (B)(6) 2023. Consequences: no consequences. Number of parts involved: 1."